Event description:
Boston scientific received information that this implantable lead displayed pacing impedances of greater than 2000 ohms. The patient was subsequently seen for a revision procedure where the lead was explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The complete lead was returned severed in two segments at 37.5 centimeters (cm) from terminal pin. Markings show that the suture sleeve was tied-down approximately 29.8-31.8 cm from terminal pin. The insulation was bent approximately 32.2 cm from terminal pin. All conductor coils were fractured at the same location. The clinical observation was able to be confirmed.